Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011 the patient underwent: anterior cervical discectomy and fusion at c3-4, c4-5, c5-6, c6-7. Fixation with anterior I instrumentation (cervical plate and screws). Onlay dural graft with processed amniotic membrane. Microdissection. Preoperative diagnosis: cervical spondylosis. Operative findings: severe cervical spondylosis with uncovertebral joint hypertrophy at c3-4 down to c6-7 interspaces. Per-op notes: care was taken to trim away the spondylotic ridge of bone along the inferior border of c3 and superior border of c4 and along the c4-5 vertebral bodies as well. Then, appropriate size hydrosorb interbody cage with very small quarter cage was inserted into the disc space of c3-4 and then in turn at c4-5. Care was taken to make certain that the cages were slightly wedged in place in the disc spaces. Then, the pin in the body of c3 was removed, the hole was filled with bone wax and the pin was reinserted in the vertebral body of c7. Then, the exact same procedure was carried out at the c5-6 and c6-7. Once the interbody cages were in place, good position in all 4 interspaces, then appropriate length plate was implanted under fluoroscopic guidance. Patient alleges unspecified injury due to the use of rhbmp-2.